Event description:
It was reported that a merlin.net transmission showed non sustained lead noise due to post paced t wave oversensing. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.